Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp slipped as they positioned the patient prone. The date of the event was not specified. The patient suffered a laceration on the left side of the head. The wound was cleaned and required staples. Additional information has been requested.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Device history record review showed no abnormalities related to the reported failure. This device passed all required inspection points with no related mrr's/ncmr's variances/deviations or rework to the reported allegation. The complaint reported is not confirmed. Device identifier number: (B)(4).

Event description:
N/a.